Event description:
On (B)(6), 2011 a doctor alleged that four patients experienced the debonding of crowns that had been cemented with breeze cement. This MDR is the fourth of four reports.

Manufacturer narrative:
A doctor alleged that four (4) patients each had a crown debond that had been placed with the breeze product. A retain sample was evaluated and it was determined that the product was released within specifications. The doctor indicated he would not be returning the product; therefore no further investigation can be done.